Event description:
A physician reported a pt who was originally skin tested in 1997 in the left forearm with negative results, and subsequently was treated with about ten times without event. In 1999, the pt was treated in the periorbital area (crow's feet), glabella, and vertical lip lines. The following month, the pt presented with nodules at all treatment sites- one at each periorbital site, one at the glabella and the upper vertical lip line site. There were no other symptoms. Although there were no systemic symptoms, the physician ordered an ana, cbc and sed rate, all of which were negative. On 14 sep 1999, the physician injected the nodule in the right periorbital area with kenalog, with a resulting reduction in the size of the nodule. On 28 sep 1999, the physician injected all 4 nodules with kenalog. The physician diagnosed the symptoms as hypersensitivity.